Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 247 mg/dl and sensor glucose was 93 mg/dl. Insulin delivery was not suspended due to sensor glucose values. Sensor value that triggered the suspend event was 93 mg/dl. Suspend on low limit in sensor settings was 70 mg/dl. Blood glucose value associated with the triggered suspend event was 211 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Troubleshooting was performed for sensor glucose value verses blood glucose value. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened or used sensor and found sensor cannula contact pad damaged unable to confirm customer received sensor in said condition due to customer returned opened/used.